Event description:
It was reported that during a chronic catheter placement procedure, the dilator tip was allegedly very soft and has become dented at the front. It was further reported that the patient vessel allegedly bled unexpectedly. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 7f peel apart sheath loaded onto a vessel dilator was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. The distal tip of the vessel dilator was noted to be deformed, and there was bunching in the introducer sheath as well. Evaluation performed was able to confirm the reported deformation (apparently described by the customer as a dent), but did not confirm or unconfirm the report of excessive softness. Evaluation by the manufacturing site confirmed the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the dilator tip was allegedly very soft and has become dented at the front. It was further reported that the patient vessel allegedly bled unexpectedly. The current status of the patient is unknown.